Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the unit was burned in for over eight (8) hours. Following the burn in process the reported event was not confirmed. It was noted having heavy dust particles on the lamp housing fan, the lamp does not have sufficient thermal grease. During servicing the device was founding having the front panel mouth damaged, a non-olympus lamp meter reading over three hundred (300+) hours, light output is out of range, and the socket connector is worn causing intermittent high intensity mode. Additionally, it was observed the main power switch needs to be upgraded, a noisy air pump. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure their evis exera iii xenon light source displays and error (e103). There were no reports of patient death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e103 error could not be identified, nor could the phenomenon be duplicated. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received revealed the system was rebooted and they completed the procedure.